Event description:
On (B)(6) 2009, the pt presented emergently with a contained ruptured mycotic aneurysm and was treated endovascularly with two gore excluder aaa endoprosthesis. The aneurysm was excluded and the pt tolerated the procedure. The pt was discharged with antibiotics. On (B)(6) 2010, CT showed an abscess at the aneurysm site. On (B)(6) 2010, the endograft system was explanted. The pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. A review of the sterilization paperwork has been conducted. The review of the sterilization paperwork verified that this lot met all pre-release specs. (B)(4).